Manufacturer narrative:
Product ID, 3093-28 lot# v139836, implanted: 2008 (B)(6), product type lead product ID, 3037 l ot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that a patient had experienced loss of therapeutic effect. The symptoms were loss of bladder control and incontinence. It was stated that she had gone to see her healthcare professional (hcp) in the beginning of (B)(6) 2012, for this problem. On (B)(6) 2012, the patient was diagnosed with urinary tract infection (uti) and was put on antibiotics. This helped to clear up the infection but she continued to have incontinence issues. Increasing the stimulation didn't help. It was stated that at the time of the report she couldn't feel the stimulation but knew it was on because "when she bent her foot a certain way, it got stuck there until the next cycle came through." It was also mentioned that the patient didn't have any other programs to choose from. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.